Event description:
3/29/93 patient was placed on a disposable pad attached to a k-thermia unit and remained on the heating pad throughout the surgical procedure. On 4/1/93 a waffle pattern was noted on the patient's back at the scapular level and over the sacrum.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: unanticipated. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.